Event description:
It was reported that during preparation of the 10/40 mm absolute pro stent system, on the back table, the physician removed the stylet; however, the protective sheath was inadvertently pulled, and the stent became partially deployed. The device was not used in the anatomy, and a new absolute pro stent system was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. It was noted that the stent was completely deployed during packaging for return, and the stent was discarded.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.